Event description:
It was reported that while stimulation was turned on there was no stimulation sensation. This loss of stimulation sensation occurred following a fall. The patient fell in (B)(6) 2010 and since that time had to constantly increase the stimulation and now had completely lost stimulation sensation. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).